Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that high capture thresholds were exhibited on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) advised the patient appears to be atrial dependent. Ts provided troubleshooting suggestions. Additional information from the field representative provided to their knowledge no magnetic resonance imaging has been performed at this time. Additional information provided this crt-d was subsequently explanted. Another crt-d was implanted to complete the procedure. This crt-d has not been returned at this time. No additional adverse patient effects were reported.